Event description:
On (B)(6) 2010 at (B)(6) surgery center, a pt was scheduled for lens fragment removal of the eye using the constellation machine from alcon. The tech accidently during the fluid/gas exchange pressed the fluid button. As a result of this mishap, the pt obtained a retina tear. The retina tear was treated without any further adverse outcomes. (B)(6)